Event description:
Allegedly, the patient's knee joint was worn and medial, the implanting physician tried to assemble the insert (lot.1881643), but failed; even if repeated attempts still do not work. Once being aware of the incident, the implanting physician switched to another product(lot.1878191) immediately. Although the operation was completed finally, the whole process was delayed for about 40 mins.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.